Manufacturer narrative:
No sample is available to investigate.

Event description:
The event is reported as: alleged issue: the catheter balloon deflated and came out. Customer noticed holes in the balloon. No pt injury reported. Pt condition reported as fine.